Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a pacer and shock equipment malfunction. There was no patient involvement.

Manufacturer narrative:
Upon further review, this case has been determined to be a continuation of MDR#:1218950-2016-03929- where the customer stated that the therapy pca was replaced, but the issue remained. Philips later received information that the therapy capacitor was also replaced, which resolved the issue. Please refer to (MDR. Report #:1218950-2016-03929) for evaluation and repair information.